Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Initial reporter name and address: (B)(6). Reason for reoperation: rupture.

Event description:
Explanting physician reported right side rupture. The device has been explanted.